Event description:
On 01-aug-2025, the user reported that the ilet device froze and emitted a repeating beep once per second. The screen intermittently displayed either a blank screen, a grey screen, or a grey circle symbol. The device stopped functioning while attached to the user, with no preceding cause reported. The pump remained unresponsive despite charging attempts and button presses. A replacement device was arranged. Blood glucose was not affected. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.